Event description:
It was reported that after dilatation of an upper arm fistula, the doctor could not deflate the distal tip of the balloon completely using a inflation device nor manually. The doctor was able to deflate the balloon by pricking it and release was successful.